Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing and discharge testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed "select 30j for test" message, indicating the joules output was not correctly selected and the device will not discharge. The batteries were not returned for evaluation. An internal inspection resulted in no findings. Analysis of reports of this type has not identified an increase in trend.